Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "polyethylene wear and osteolysis after cementless total hip arthroplasty with alumina-on-highly cross-linked polyethylene bearings in patients younger than thirty years of age" written by young-hoo kim, md, jang-won park, md, chirag patel, md, and dae-youn kim, md published by the journal of bone and joint surgery, incorporated 2013 was reviewed. The article's purpose was to evaluate the clinical and radiographic outcomes associated with the use of alumina on highly cross linked polyethylene bearings in cementless total hip arthroplasty in patients younger than 30 years of age. Data was compiled from 67 hip arthroplasties (34 men and 16 women age ranging 21-29 years) performed between may 2000 to april 2007. All patients received depuy products. Depuy products: duraloc cup, poly liner, ips stem, ceramic head adverse events: figure 1a-d reveals radiographic images a (B)(6) man with grade 2 bone loss in calcar region of hip 12 years post implantation (interventions not required and no information on patient symptoms if any). Dislocation 5 days post op (treated by closed reduction and abduction brace for 3 months).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary : no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.